Event description:
It was reported via repair work order that the brakes could not be engaged due to damaged brake adjuster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.